Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 45 mg/dl. Customer blood glucose level was 120 mg/dl and 124 mg/dl. The customer was treated with juice. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer had symptoms of low blood glucose like shaking, sweating, mental confusion and inability to follow simple commands. Customer stated that insulin pump passed self test and displacement verification test. The device will not be returned for analysis.